Manufacturer narrative:
Cloud data from the user for the period of 30oct2024-16dec2024 was downloaded and reviewed. Review of the cloud data found that a controller with serial number (B)(6) was used until 31oct2024 when a controller with serial number (B)(6) was setup. This new controller was setup with a basal program of 10 u per hour for 24 hours, while the last basal program used on the previous controller was 1 u per hour for 24 hours. Controller serial number (B)(6) was used until 18:59 on 13dec2024, when the previous controller, serial number (B)(6) started use again. The cloud data showed evidence that the controller had been reset and had to be setup again, being setup with the manual basal program of 10 u per hour for 24 hours. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The phb data showed a switch from automated mode to manual mode at 20:34 on 15dec2024. The system was used in manual mode, delivering the manual basal program of 10 u per hour, until 10:08 on 16dec2024. The system was switched back into automated mode at 10:08 on 16dec2024 and used in automated mode for the remainder of the day. Evidence of pod-sensor connection loss was seen in the phb, as indicated by estimated glucose values of -1, -7, and -6 on 15dec2024 and 16dec2024. While in automated mode, the system responded appropriately, transitioning to automated mode: limited after four consecutive cycles of missing values and generating a missing sensor values alert after 1 hour of missing values. While in automated mode: limited, the system delivered safe basal, which is the lower of the user's manual basal program and adaptive basal rate. No evidence of an overdelivery of insulin was observed in the available cloud data. It could not be conclusively determined if the entry of the 10 u per hour for 24 hours basal program into both controller serial numbers was incorrect or unintended, and so the exact cause of the reported incorrect basal settings could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was seen by emergency medical technicians (emts) and was diagnosed with blood glucose (bg) values that dropped to 36 mg/dl. The patient was unconscious and went into a coma. For treatment, the emts gave intravenous (IV) dextrose and blood glucose returned to normal. The patient was discharged after 45 minutes. The patient's wife reported that upon initial setup of the device 10 units per hour was accidentally entered into the controller as the basal rate.